Manufacturer narrative:
Concomitant medical products: product ID: w4tr01 crtp; cmrm6133 envelope, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months after implant of a cardiac resynchronization therapy pacemaker (crt-p) with an antibacterial absorbable envelope, the system was explanted due to suspected infection. A new crt-p system was implanted two days later. No further patient complications have been reported as a result of this event.